Event description:
Customer's family member reported pt received inaccurate high readings. Dosage of insulin was based on unspecified reading then pt became hypoglycemic and experienced a seizure. Paramedics were called and pt was transported to hospital. An IV and peanut butter and jelly sandwich with orange juice were provided to raise blood glucose levels.